Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A photo was submitted that shows the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5050918. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Missing label units can be caused by the malfunction of the label applicator.

Event description:
It was reported that the 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ did not have a label. No injury or medical intervention.